Event description:
It was reported that the customer was hospitalized; cause of admission was not provided. A blood glucose level was not provided. Customer was discharged 2 days later and continued to use the pump for insulin therapy. Contact declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.